Event description:
It was reported that in 2009, the pulse generator showed more than three years remaining longevity. Five months later, attempts were made with multiple programmers, but the device could not be interrogated. With a magnet, the device seemed to be at end of life. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The pulse generator as received exhibited loss of output and telemetry due to a depleted battery. Analysis found rapid battery depletion during the last six months of the implant duration. The cause of this could not be determined. The device was cut open and connected to an external power supply. Normal electrical characteristics, current drain and measured data were observed and no anomalies were found.